Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. However, the insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. Customer stated she already change entire set. The customer blood glucose is falling down and no bent cannulas. The customer change every day or twice day because of high blood glucose. The customer's mother already discussed with health care provider and confirmed that is not a problem with patient side for customer safety agreed to replace the pump.